Event description:
The customer reported that the device jaws became stuck while on tissue during the procedure. The jaws were removed manually without incident. The surgeon noticed that the knife was protruding from the jaws. At this time, the surgeon stopped using the device. The device was returned and visual inspection noted that the knife and a portion of the webbing were missing.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for evaluation. The jaws were not stuck shut and they opened and closed normally. The knife and part of the webbing was broken and not returned with the device. The back of the blue jaw seal plate showed evidence of the knife contacting it. The webbing and knife may have broken if force was applied to the trigger after the knife contacted the seal plate. Reports of the knife hitting the back of the seal plate are being investigated. No pt injuries have been reported as a result of these complaints. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.